Event description:
It was reported that bd insyte needle pierced catheter. The following information was provided by the initial reporter, translated from spanish to english: when installing the catheter, it happens that the tip of the bevel is blunt, teflon breaks with the bevel inside. At other times the teflon is already broken. During use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831714 and lot number 2336274. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. See narrative below.

Event description:
No additional information.